Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular loss of capture was observed on the implantable cardioverter defibrillator. Upon review of the session records, occasional loss of capture events was confirmed. Programming changes were discussed. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
Competitive atrial pacing was noticed upon review of the electrocardiogram resulting in automode switch episodes.

Event description:
New information noted that programming changes were made on (B)(6) 2018.